Manufacturer narrative:
Batch review performed on 26 october 2020. Lot 162282: (B)(4) items manufactured and released on 25-jul-2016. Expiration date: 2021-06-22. No anomalies found related to the problem. To date, 19 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap 3 years and 7 months after primary. The surgery was completed successfully.